Event description:
Reporter stated the surgeon was inserting a cq2015 three piece collamer lens into the patient's eye and the trailing haptic tore. The incision was enlarged and lens was removed and another lens was inserted in the eye. No specific information on the lens serial number or diopter was provided. This is the first lens that was attempted to be implanted into this patient. See medwatch report #2023826-2006-00126 for the second lens.